Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, device appearance (observed 40 mm dark patch edge material inside gel device), crease fold, wear abrasion, and underweight. A microscopic analysis was performed which identify smooth opening in the anterior side a sharp broken in the posterior side. Based on the device analysis the final assessment is: a smooth opening on posterior side; a sharp opening on posterior due to an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV. This is a known potential adverse event addressed in the product labeling. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and "grade iii-IV contracture." Device has been explanted.